Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to loss of capture. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to loss of capture. The lead was replaced and returned for analysis. No additional adverse patient effects were reported

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and noted a cuts in the outer insulation, consistent explant damage. Blood/body fluid noted in the lead insulation due to the cuts. Continuity testing passed indicating conductors are intact. Hipot test passed indicating no electrical shorts between conductors. The loss-of-capture allegation was not confirmed.